Event description:
It was reported that during a laparoscopic colorectal resection procedure, the hand activation buttons would not function. The case was completed with a same/like device and it functioned properly. No patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.